Event description:
The account alleged that the hi/low will drift down when weight is in the bed.

Manufacturer narrative:
The accounts maintenance stated that he witnessed the hi/low drifting down. The account cleaned the hi/low drive brake assembly to repair the bed.